Event description:
A nurse from alere called to report pt is in the hospital due to diabetic ketoacidosis (dka). Nurse was working with husband to resolve the pod alarm. The pdm would not activate a new pod as the pdm was showing a pdm communication error. Pod was not returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to assess product condition to determine if any malfunction occurred that may have resulted in the pt's dka. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels change your pod." The user guide advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that user treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are felling ill then contact an hcp for guidance if ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bg again in 2 hours, it they have not decreased then contact an hcp immediately to guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." The omnipod's user guide cautions that "due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod. Activate and apply a new pod." The user guide also warns, "when a hazard alarm occurs in the pod, all insulin delivery stops. Falling to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard alarm occurred, the pdm will remind you of this." Product lot qualification records could not be reviewed since no lot number was provided.